Event description:
Boston scientific crm received information that this implantable lead was part of a system explant due to an infectioin. No other adverse patient effects were reported.

Manufacturer narrative:
The lead will not be returned to boston scientific. No additional information is available. If any additional information does become available, this report will be updated.